Event description:
Patient was having a routine hemofiltration treatment using the lifemate hemofiltration system. Approximately 1.5 hours into the treatment, the patient began to experience a fever (102.3f), chills, shaking and back pain. The treatment was discontinued, and the blood was returned. The patient was then treated with vancomycin 1.5gm and gentamycin 120mg IV. After the incident, the physician removed the patient from hemofiltration therapy and prescribed hemodialysis until lab results could be evaluated. The patient returned to hemofiltration with the nxstage system a week later until six days, when nxstage reported to the physician the incidents reported on two separate dates and described on mdrs #'s involving similar events with other patients. At that time, the physician again removed the patient from hemofiltration therapy. During routine follow-up by nxstage the nurse reported that the patient complained of a low grade fever (99f) after hemofiltration therapy. The nurse indicated that at the time they did not have any reason to believe that the low grade fever reported on that treatment date was related to the previous event. The nurse reported that the patient was doing well on hemodialysis and has had no further complaints of fever, discomfort nor any signs and/or symptoms of infection.